Event description:
It was reported that the health care professional (hcp) requested a review of reports for the patient with this implantable cardioverter defibrillator (ICD). Technical services (ts) provided a review of a stored ventricular tachycardia (vt) episode where anti-tachycardia pacing (atp) and shocks were delivered but the rhythm was not successfully converted. Subsequently it was determined that the patient was in atrial fibrillation (af) and received one inappropriate shock. The rhythm then degenerated into a ventricular arrhythmia. The patient medication was adjusted. This ICD remains in service. No adverse patient effects were reported.